Manufacturer narrative:
Device was evaluated. Inspection found faulty scope socket and no image found when scope was connected to the device, a ¿b30¿ error showed intermittently. This error indicated when there is a failure in applying scope ID data to the hardware. Lamp was also noted to be a non-olympus and observed to be at 500 hours service life and expired. Minor cosmetic wear and tear noted and door knob was found broken. Switch was noted to be an old version type and needs to be upgraded. Based on device evaluation the reported failures probable cause could be attributed to use handling and maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
Complete service and device check for any issues of light source processor were reported. There was no patient involvement, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The scope communication error (b30) occurs because the communication of the scope cannot be performed normally. Since evaluation confirmed the occurrence of the b30 error due to poor contact at the scope connector contact, it is likely foreign matter such as dust, dirt, or remaining chemical solution adhered to the electrical contact. The instructions for use have the following statement which can prevent the event: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source."